Manufacturer narrative:
The instrument was returned and evaluated. The instrument was found with proximal clevis completely dislodged from the main tube. The distal end of the main tube was broken and missing material approximately 0.25 x 0.30 in size. Evidence is not conclusive, but damage likely due to excess force applied normal to the clevis. The instrument has 7 uses remaining. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the insulation at the tip of the maryland bipolar instrument was broken. The cables had to be cut in order to remove the instrument. A fragment fell into the patient, however, was removed during the surgical procedure. The intended surgery was completed successfully. No patient harm, adverse outcome or injury was reported.